Event description:
It was reported the patient experienced stimulation in her abdomen. However, the patient's original pain area is primarily her feet. X-rays were taken and revealed lead migration. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the lead was revised. The patient reported effective stimulation coverage postoperative and the issue is now resolved.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.